Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side of the femoral artery with a 6fr non-bsc introducer sheath. The target lesion was located in the severely calcified subclavian artery. A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient's body and an epic stent was implanted to treat the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.